Manufacturer narrative:
(B)(4). The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.

Manufacturer narrative:
Follow-up #1 date of submission (B)(6) 2011 device evaluation: the pump has been returned and evaluated by product analysis on (B)(6) 2011 with the following findings: the keypad was found to be intact; no peeling or lifting was observed. Evaluation revealed that all keypad buttons are intermittently responsive. There was evidence of keypad adhesive found under all key contacts.

Event description:
Keypad button presses do not activate intended pump response. A family member reported that the ok, up arrow, and down arrow keypad buttons started sticking 2 weeks ago. She noted that the keypad buttons do not spring back when pressed. The family member confirmed that the rubber keypad is intact; denied that the pump has been exposed to moisture and cleaning products; and stated that the patient wears the pump clipped to his waist. The family member reported that the patient was experiencing cancelled boluses without user intervention while on the phone with animas customer support.